Manufacturer narrative:
H10: b1, b2, g3: additional information. H5, h8: corrected information.

Event description:
It was reported that, during a procedure using the reflection drill, device tangled up and procedure had to be concluded with a back-up device from a competitor. It is unknown if surgery was delayed as consequence. No other complication was reported.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore the failure could not be confirmed. The clinical/ medical team concluded, this case reports that during a redapt cup case, the reflection drill "tangled up" and the procedure had to be completed using a competitor drill. To date, there has been no response to whether there was any procedural delay or patient injury. Therefore due to limited information, no further assessment can be performed at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.